Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was not broken and both seals were intact. The physical device was in excellent condition. A review of the event history log identified: 1. Primary audible alarm background test found in ehl. 2. Acu watchdog found in ehl 3. Fsca pump the device was evaluated with the power up process. It was reported that the device was 1. Unable to duplicate. 2. Unable to duplicate 3. Fsca recall. The root cause was unknown. Error found in ehl 2. Unknown. Error found in ehl (acu watchdog alarm is the secondary alarm happens after primary audible alarm) 3. Pump was under the barrel clamp recall CAPA # (B)(4). 1. Unable to determine. 2. Unable to determine. 3. Fsca recall. Carefully inspected speaker and the main pc board. No damage or contamination found. The techs replaced speaker as preventive measure. Performed power up process and all the functional tests passed. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the primary audible alarm/acu watchdog failure/barrel clamp. No patient injury reported.